Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The difficulty to retract the foot could not be tested/confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, steps 1, 2 and 3 were performed without issue. After the plunger was removed (step 3), the lever on the handle returned to its original position (step 4). The device was attempted to be removed but failed to do so. Therefore, the device was removed by surgically cutting down. Pre-close was abandoned. The sheath was upsized to 14f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing. Once the device was fully removed from the patient, it was noted that the footplate was not retracted into the guide and the feet were still open. There was no vessel damage noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account provided additional information: the account confirmed the guide was separated at the distal end of the guide tube and was able to be removed during surgical intervention. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, steps 1, 2 and 3 were performed without issue. After the plunger was removed (step 3), the lever on the handle returned to its original position (step 4). The device was attempted to be removed but failed to do so. Therefore, the device was removed by surgically cutting down. Pre-close was abandoned. The sheath was upsized to 14f sheath and the procedure was completed. Hemostasis was achieved via surgical suturing. Once the device was fully removed from the patient, it was noted that the footplate was not retracted into the guide and the feet were still open. There was no vessel damage noted. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.